Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a mentor smooth round moderate profile 250cc saline breast prosthesis that deflated after surgery. Deflation was diagnosed by ultrasonography. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate profile 250cc saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 09/10/2018, the mentor failure analysis lab received the device for evaluation. On 09/19/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation (pe) team observed the device appears intact. Leak testing was performed in accordance with mentor procedures, and one leak was found on the anterior view of the device. The leak was caused by a rent measuring approximately 0.2 cm in length. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. At this point is it not possible to determine the origin of the yellow material observed. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).